Event description:
During a ptca / stenting treatment procedure involving calcified and 99% stenotic lesion in the middle portion of a tortuous rca, the pivot balloon was suspected to have ruptured at 3 atm's on the initial inflation. A radius stent was placed and the procedure was successfully completed. The pt was asymptomatic during this event. A guidant bmw guidewire, a cyber guide catheter (size unknown), a medtronic zuma guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Pt status is reported as 'good'.